Event description:
A customer's mother reported that their precision xtra meter showed an err3 message; so she was unable to perform a test. The customer suffers from epileptic seizures when their blood sugar level drops too low. The customer suffered an epileptic seizure and was admitted to hospital in 2007 and given anti-convulsant medication. The customer came out of hospital the following month.

Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow-up report will be filed once investigation results are available.